Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal procedure, the surgeon inserted the device through a small incision and tried to inflate balloon, but the balloon would not inflate. A new device was opened to continue. There was no injury caused to the patient and no medical intervention was required.